Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the code, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During preventive maintenance of the customer's device stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.